Manufacturer narrative:
Device evaluated by MFR: thr promus premier ous mr 24 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage, with stent struts misaligned and pulled distally past the distal markerband. The undamaged crimped stent od (outer diameter) was measured using snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. An attempt was made to load a recommended guidewire but the guidewire could not load past the site of the stent damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 80% stenosed, 20mm x 2.25mm target lesion was located in the moderately tortuous and mildly calcified obtuse marginal. A 24 x 2.25 promus premier drug-eluting stent was advanced, however, stent was having difficulty in advancing and damaged. The procedure was competed with a different device. There were no complications reported and the patient is stable.

Event description:
It was reported that stent damage occurred. The patient presented with myocardial infarction less than 72 hours prior to the procedure. Vascular access was obtained via the femoral artery. The 80% stenosed, 20mm x 2.25mm, eccentric, and de novo target lesion with >45 and <90 degrees bend was located in the moderately tortuous and mildly calcified obtuse marginal and left circumflex artery. A 24 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during introduction, the stent had difficulty advancing and was damaged. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient status was stable.